Event description:
Clinical study. Same case as 6000093-2006-01037. It was reported that 103 weeks and 2 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a target vessel re-intervention (tvr). The index procedure treated 2 de novo target lesions. Target lesion 1 was a 2.5 vessel diameter, 20mm long, with moderate tortuosity, 95% stenosis, and no calcification in the distal left anterior descending (lad) artery. The lesion was predilated with an angioplasty balloon with post-predilatation to 70% stenosis. The physician implanted a 2.5x20mm taxus express2 drug eluting stent (des). Target lesion 2 was a 3.0mm vessel diameter, 12mm long, with no calcification, 80% stenosis, in the mid lad artery. The lesion was predilated with an angioplasty balloon with post-predilatation of 50% stenosis. The physician implanted a taxus express2 3.0x12mm des. Post-treatment, the lesions were 0% stenosis and timi 3 flow. The patient was discharged one day post-index procedure on antiplatelet therapy. The elective cath showed 80-90% lesion in the lad and CABG was recommended. The patient had a tvr, CABG of the proximal lad 103 weeks and 2 days post index procedure. There were no complications after the CABG. Discharge information was not available. The physician indicated a probable device relationship.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 6301549 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.